Event description:
Tampon had no string [device physical property issue]. Case narrative: consumer reported via e-mail that the tampon had no string. No injury reported.

Manufacturer narrative:
There is insufficient information to perform an investigation.